Event description:
It was reported that during a hand assisted sigmoid procedure, during the test cycle of the handpiece, the test tip made a noise. The disposal device was tested with a test tip and it worked with one button and not with the min button on the left side. The devices were exchanged. The procedure was completed with no patient consequence.